Event description:
It was reported that during a mildly tortuous, mid left circumflex stenting procedure, a non-abbott guide wire and a trek balloon (2.0x20mm) were used to pre-dilate a heavily calcified lesion. A xience prime (2.75x38mm) was advanced, but it did not cross the lesion. Reportedly, force was used to try to advance the xience prime (2.75 x 38 mm) through the heavily calcified lesion unsuccessfully. The xience prime (2.75x38mm) was removed and another same size xience prime (2.75x38mm) was used successfully to stent the lesion. There was no adverse patient effect or significant delay in the procedure reported. There was no additional information provided. (B)(4) 2012: the stent delivery system was received by abbott vascular and found to have blood in the inflation lumen, suggesting a breach in the device system.

Manufacturer narrative:
(B)(4). Excessive force. Evaluation summary: the device was returned for evaluation. The failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Returned product analysis noted a wrinkled shaft with a pinhole, however, based on visual, functional, dimensional, and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The sem lab analysis, concluded that the outer shaft failure may be attributed to mechanical damage to the outer surface. It should be noted that the instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, runthrough, guide cath: cordis jl. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a mildly tortuous, mid left circumflex stenting procedure a runthrough guide wire and a trek balloon (2.0x20mm) were used to pre-dilate a heavily calcified lesion. A xience prime (2.75x38mm) was advanced, but it did not cross the lesion. The xience prime (2.75x38mm) was removed and another same size xience prime (2.75x38mm) was used successfully to stent the lesion. There was no adverse patient effect or significant delay in the procedure reported. There was no additional information provided. The stent delivery system was received and found to have blood in the inflation lumen, suggesting a breach in the device system.